Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2020 due to hyperglycemia. Customer¿s blood glucose level was 33.0 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with syringes. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as nausea and headache. Customer was not alleging insulin pump was under delivering. Customer declined to perform a carelink upload. Customer stated that auto mode feature was not on. Customer was treated with saline, anti nausea, insulin, tylenol. Customer also stated that the cannula was bent because of high blood glucose level.the insulin pump will not be returned for analysis.